Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
After an ablation procedure, phrenic nerve stimulation was noted. The patient had a history of high threshold measurements and tachycardia which led to inadequate therapy. No lead damage was suspected. The physician believed the lead may have become dislodged during procedure. The device was reprogrammed to resolve the event and the patient is in stable condition.